Manufacturer narrative:
Sections d4, h4, h8: additional information. Manufacturer's investigation conclusion: the report of a pump stop was confirmed based on the analysis of the submitted log file. Additionally, based on past experience with the hmii lvas and similar reported events, the low speed and low voltage events captured within the submitted log file could be indicative of an issue with the driveline. The account communicated that the patient experienced a pump stop on (B)(6) 2018 and/or a power loss for an undisclosed amount of time. The heartmate ii epc system controller clock also reset. According to the account, it was not clear why this occurred and for how long. The submitted log file captured multiple transient low speed advisory alarms; 1 of these events triggered a low speed hazard alarm. All low speed events occurred while the patient was using the power module. During these low speed events, the voltage also dropped. Although it could not be confirmed through this evaluation, these events appeared indicative of potential wire damage within the driveline. In addition to the low speed events discussed above, there is an epc clock reset captured in the log file while the patient appears to be supported by the power module. Clock resets occur when power is completely removed from the system controller. A specific cause for this reset and the duration of time that the pump was off due to the absence of power could not be conclusively determined through this evaluation. Once power was restored to the controller, the pump ramped back up to the set speed without issue and the system appeared to function as intended. The account communicated that the patient experienced a pump stop on (B)(6) 2018 and/or a power loss for an undisclosed amount of time. The heartmate ii epc system controller clock also reset. The patient ultimately expired per MFR. Report number (B)(4). No product is available for investigation. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump stoppage at 1142 on (B)(6) 2018 and/or a power loss for an undisclosed amount of time was noticed on the log files when the patient presented to clinic. The heartmate ii epc system controller clock reset. It was not clear at this time why this occurred and what the cause was, log file was submitted by the healthcare professional in order to obtain additional information.

Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 6 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lvad had a pump stop at 11:42 on (B)(6) 2018, and possible power loss for an undisclosed amount of time. A time clock reset event was captured in the log file due to a loss of power to the system controller. Log file review by the manufacturer's technical services revealed multiple low speed advisories with corresponding low supply voltage throughout the log file. A pump stoppage associated with a system controller timestamp reset was observed. This indicated that at some point external power was lost, thus resetting the system controller¿s timestamp and stopping the pump. Since the timestamp was reset it was unable to be determined the amount of time the pump was stopped.